Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a mastectomy case the surgeon inadvertently burned herself with the device. The surgeon removed the glove and threw it away before looking at it, but she believes there was a hole in it where the burn occurred. The burn was small (1-2 mm) and of minimal severity, located just under the first knuckle. The burn was cleaned with betadine and no other treatment was necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.